Manufacturer narrative:
Date of event: this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 3006705815-2021-01693. It was reported that the patient was experiencing ineffective stimulation due to a fractured lead. In turn, surgical intervention was undertaken wherein the fractured lead was explanted and replaced no (B)(6) 2021. Optimal therapy was restored post-op. It is unknown which lead was fractured so both are being reported.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.